Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarms, which were reproduced while attempting to run a loaded set. The alarms were confirmed during a review of the event history log. Evaluation observed that the upstream sensor had low fluid numbers and found the confirmed alarms to be caused by a failed upstream sensor. The failed upstream sensor was replaced.(B)(4)

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.